Event description:
Blood was backed on arterial line, there were holes on the kit.

Manufacturer narrative:
Evaluation: unit 1 - customer report was confirmed. Rec'd (1) vamp jr. System. Leakage was found at tubing to sample site solvent bond joint. Tubing was partially broken from solvent bond joint with the sample site. Rough surfaces were observed at broken tubing ends. Unit 2 - customer report was confirmed. Rec'd (1) vamp jr. System. Tubing was completely broken from solvent bond joint with the sample site. Rough surfaces were observed at broken tubing ends.